Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The reference samples for the lot 6010691 have already been previously tested in the (B)(4) on 30/apr/2025. Test results: the reference samples were visually inspected and tested for flow and leak. All test results were within specifications as per the test report (B)(4) complaint test report. Device history record (DHR) review: the lot 6010691 was manufactured according to the work instruction (wi) version 75 manufactured in the line 5, on 10/dec/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, no maintenance events were recorded. Trending: a query was run in database on 11/jun/2025 against malfunction code leakage from infusion site and lot 6010691 and other 1 complaint has been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to the malfunction reported, other 1 complaint received on the lot in question and malfunction code. No further actions are required. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient faced an infusion set leakage event. Patient reported that insulin leaking from the plastic rim. No further information available.